Event description:
Intra-aortic balloon catheter placed in surgery to facilitate coming off cpb [cardio-pulmonary bypass]. Dilator from kit needed for insertion noticed to have a misshapen - flanged end. Noticed after used for balloon insertion. Arrow kit # iab-05850-lws-sc. Dilator isolated, placed in original box and placed into cabinet is spor soiled utility room lot# 18f25a0134 serial # [redacted].